Event description:
Patient is part of a study for the treatment of medial compartment osteoarthritis grade 1-4 or osteonecrosis with tomofix, small size. The clinical investigation noted the patient was implanted on (B)(6) 2010 and was returned to the operating room on (B)(6) 2013 for routine removal at the 2 year mark. The breakage of proximal screws was discovered during the routine plate removal. Retrospective check of x-rays noted the direction of the proximal posterior screw was changed on the 2 year x-ray. This screw breakage might be between 1 and 2 years. The distal screw breakage was not identified on any x-rays. The screw breakage was probably due to too anterior plate placement. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis a total of 8 screws were reported - p 413.320s, l 3120578; p 413.324s, l 2358977; p 412.338s, l 2609922; p 413.344s, l 2555605; p 413.350s, l 2574975 x 2; p 413.350s l 2619627; p 413.355s, l 2580043. It is unknown which of the 8 screws were broken. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested on each lot number provided. Placeholder.